Manufacturer narrative:
The device mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was not reviewed because the lot number was not available. Failure analysis: the xenon lightsource was received in used condition. The evaluation duplicated a faint burning smell and identified that the power supply unit and lamp wires required replacement and were replaced. An evaluation and function test were performed; the mlx passed all tests. The device history record was not available for review. Root cause analysis: the reported complaint was confirmed. Evaluation identified that the power supply unit and lamp wires required replacement. This is most likely due to rough handling/environmental damage.

Event description:
A facility reported that the new light module of the mlx 300w xenon lightsource (00mlx) unit was producing a burning smell. There was no patient involvement, no injury, death or surgical delay was reported.